Event description:
Reporter indicated a vns therapy pt presented with high impedance on both system and normal mode diagnostics. It is unk if the pt has experienced any trauma or manipulation of the device; however, it was stated the pt "has a small child and could very easily pull on her at the neck, etc". Additionally, the pt has experienced an increase in seizures and not able to perceive stimulation. The relationship of the seizures to the pt's pre-vns baseline is unk. It was reported diagnostics were within normal limits at the most recent office visit. The pt's vns was disabled and x-rays were taken. X-rays reviewed by the MFR revealed a lead fracture between the anchor tether and the lead bifurcation, and an acute angle was visualized in the same location on the other lead wire. The pt underwent vns therapy replacement surgery. The explanted products have been returned to the MFR and are pending analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.